Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the responsible device, and support guided the user to toggle the g7 connection and restart the sensor by re-entering the pairing code, after which the sensor was in pairing mode. Symptoms included no reported clinical effects. Outcomes included no alerts, alarms, or medical intervention. Investigation included remote troubleshooting and user education regarding sensor pairing and restart steps. Investigation of this case revealed an unsuccessful pairing attempt with the continuous glucose monitoring sensor, with the responsible device not identified, and no device hardware malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity issues not reproduced during support.